Manufacturer narrative:
The lot number and patient information were requested, however no information was provided.

Event description:
A surgeon reported to the fsa that he performed a re-do procedure for chordae tendineae on a patient using gore-tex suture. The date of the procedure was not provided. The surgeon reported that the suture elongated and ruptured and was removed on (B)(6) 2016. The surgeon reported that the patient will have a third procedure using gore-tex suture.

Manufacturer narrative:
The suture was returned to w. L. Gore & associates for investigation. Submitted in formalin was one gore-tex® suture fragment. The fragment was c-shaped, tan and devoid of tissue. There was a laterally flattened area 6mm from one pole. At the opposite pole ~2mm in length was an irregular surface which was laterally flattened. Histopathological examination of suture fragment was not performed due to paucity of tissue and areas of potential calcification were undeterminable via x-ray. Scanning electron microscopy (sem) images with energy dispersive spectroscopy (eds) was obtained. The area of material disruptions (irregular surface) were identified as partial thickness abrasions along an edge of the laterally flattened suture. Both poles had mild tapering with no evidence of significant material stretching/ elongation. The ends of both poles were blunt transections consistent with having been cut with a surgical instrument (e.g., scissors or scalpel); time of transection could not be determined (i.e., implant or explant surgical procedure). No evidence of device rupture (i.e., material fraying) was present. Unequivocal foci of calcification were not observed in radiographic and sem images; trace amounts of calcium and phosphorus were identified by eds analysis. The suture fragment was subjected to an enzymatic digestion process to remove biologic debris. Following digestion the suture fragment was examined for material disruptions with the aid of a stereomicroscope. Disruptions identified were not associated with handling or manufacturing process at w. L. Gore and associates. The surface material disruptions were consistent with wear/ abrasion over time. The laterally flattened area and pole transections were all consistent with a surgical procedure.